Event description:
During an electrophysiological/ventricular tachycadaria/ cardiomem insertion, the trial echo 10fr ice (intercardiac echo) catheter malfunctioned. The doctor inserted the ice catheter into the body and he had no image. The ultrasound console was restarted and the ice connection was checked. In addition, a second ultrasound console was brought in and connected with no change in ice image. The catheter was inserted into the patient's body, but was not activated for use due to image issues. The catheter was removed at that time, and there was no injury to the patient. The procedure completed successfully.